Manufacturer narrative:
Correction: a4 - patient's weight has been updated. The event of service app was reported to abbott. The patient received the message "cannot connect to the generator, the generator is not responding" on their controller. The patient had an unrelated surgery, and the device was not placed in surgery mode. Patient has been unable to connect since the surgery. The ipg was explanted and replaced. The patient had effective therapy post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on 22 january 2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that following several unrelated surgical procedures where the system was not placed into surgery mode, the ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken in the future.